Event description:
This lead was capped and replaced due to a fracture (the patient was shocked 43 times). The physician also replaced the ICD at the same time because there was a ¿very bad discoloration¿. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.